Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 50 months ago. Aneurysm and vessel morphology from the time of implant is not available. The stent graft was initial intentionally implanted 1 cm below the renal arteries. It was reported that the patient presented for routine follow up and the CT demonstrated that there was a proximal type I endoleak. The aortic neck was found to measure approximately 24 mm in diameter at the level of the renal arteries and at the top of the aneurx stent graft the aortic neck was 33 mm in diameter. This was attributed to disease progression with dilatation of the aortic neck. An endurant 28x28x49 was implanted and the type I endoleak was successfully resolved. The physician also implanted an endurant 16x16x93 iliac on the ipsilateral side as a precautionary measure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, stent graft migration), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).